Event description:
It was reported to toshiba by facility, that when using the acist angiographic injection system (model cvi) to synchronize with the toshiba infinix-I x-ray system, there is an injection scenario that may result in multiple injections of contrast media, when only one injection was intended. This situation can only occur when the injection system is being used for low volume injections (less than 20ml total volume of contrast and flow rates of less than 10ml/second).

Manufacturer narrative:
Conclusion - event only occurs when the 2 systems are used in synchronization mode. Facility is distributing a field notification letter to affected customers, instructing them to discontinue use of the synchronized mode between the acist angiographic injection system (model cvi) and the infinix-I x-ray system. The two systems may still be used together in a nonsynchronized mode. Since the potential for unintended multiple injections exists only in the synchronized mode, this action should prevent the occurrence of unintended multiple injections. Facility submitted a medwatch for this issue of november 7, 2008. Toshiba has not received a copy of this at this time. Facility is currently working to resolve this issue.